Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The valve is detached and fully closed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6) 2012 and drain and reservoir were used. After the reservoir was activated and the drain was milked it was noted that the anti-reflux valve was detached. The reservoir was replace with another like device and there were no adverse patient consequences. Additional information has been requested.